Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory observed unknown black residue on side panel outlet, by filter area (no filter), and power connector. Product investigation laboratory observed that the base device was attempted to be open as there are tool markings in the molding plastic of the top enclosure around the screw. Product investigation laboratory can confirm an odor and unknown debris around accessory port opening. Interior investigation: product investigation laboratory observed a carbon-like residue on bottom enclosure and blower box housing. Observed unknown dust/dirt contamination. Evidence of liquid ingress is present in the form of mineral deposits on motor housing, bottom enclosure, and blower box housing and observed a keratin-like substance around the blower housing outlet and an unknown fiber. Secondary findings: mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The unknown dust/dirt contamination found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. A keratin-like substance was observed around the blower box outlet. Care orchestrator data unavailable. The manufacturer concludes that there was no evidence of sound abatement foam degradation and also confirms the presence of contamination in the airpath. Pil can confirm the presence of water ingress, the presence of an odor most likely caused by the water ingress of the base unit and unable directly address the symptoms outlined in the complaint.